Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on january 7, 2019. The anchor and collagen came out of the patient. Hemostasis was achieved, first they pressed to stop the bleeding, and then finally with other similar products that were used. It was confirmed that the anchor and collagen were removed from the body. There was no surgical intervention performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date, update if device evaluated by MFR, and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The device was retuned in a completely deployed state. No other components were returned for analysis. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. There was a kink observed near the hub of the hemostasis sheath. The clear shrink wrap marker could be seen exposed from the hemostasis sheath. The anchor, collagen and tamping tube were not returned for analysis. The tensioner was removed from the device cap, there was no suture remaining in the spool. However, the suture was still tethered to the suture tensioner disk. The returned device seemed to have been deployed as intended, no anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the operation, the angio-seal device was used to seal the blood vessels. When the angio-seal body is pulled out afterwards the collagen and anchor are pulled out together, the sealing fails. The account put in a new one and the operation was finished successfully after the use of a new angio-seal device. Estimated blood loss was reported to be less than 250cc. The patient has coronary artery disease. The patient's physical condition was reported to be stable.